Event description:
It was reported that during hospitalization in (B)(6) 2022, an intracavitary thrombus was observed by an echocardiogram in the right atrial chamber which was adhered to the right ventricular lead. The patient was provided an oral anticoagulant to treat the thrombus. Additional echocardiograms were performed in (B)(6) 2023 and the thrombus was still present. No intervention has been performed, the lead remains implanted. The patient was stable.